Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found.

Event description:
It was reported that per a submitted picture to customer service, a melted wire was observed on the maryland bipolar forceps instrument. There was no customer reported complaint. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Event description:
On (B)(4) 2014, intuitive surgical, inc. Contacted the initial reporter of this complaint. The initial reporter confirmed the insulation of the instrument had melted.

Manufacturer narrative:
The instrument has not been returned for evaluation. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.